Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (te's non-functional) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes and the trunk cable were pulled from the strain relief, damaging the pulse wires in the distribution node enclosure. The root cause for the strained cables was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.